Event description:
It was reported by a neurologist that a vns patient did not experienced improvement with vns therapy and the patient's condition worsened due to unknown reason. A new AED was added to the patient's daily medications and the patient became seizure free. Further information from the neurologist indicated the patient does not perceive stimulation presently. Additional information from the reporting neurologist indicated that the lack of efficacy was found in late 2010 based on the lack of change in the frequency of crisis. Patient trauma is suspected to have occurred based on the patient's condition. The neurologist did not know if the lack of efficacy was due to the patient's condition or the time gap of the follow-ups to check and reprogram the vns. No clear relationship was made between the worsening crisis and the vns. No interventions are planned for the patient at the moment.